Event description:
It was reported that catheter break occurred. The target lesion was located in the right common iliac vein. A zelantedvt clothunter was used in a thrombectomy procedure. During 43 seconds of embolization, it was noted that the catheter was very astringent when it crossed the lesion and the tube could not go through. After the examination, it was found that the catheter tube was seriously kinked and fractured. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed 2 kinks located 26cm and 97.8cm from the tip. The pump was inserted into the ultra drive unit console. The pump and device would not prime. The device was x-rayed to find a broken hypotube located 26cm from the tip. The devices pressure could not be recorded due to the device not finishing the prime sequence. A .035 guidewire was used to insert into the lumen of the device and the guidewire transcended through the catheter with no hesitation or restrictions. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. The target lesion was located in the right common iliac vein. A zelantedvt clothunter was used in a thrombectomy procedure. During 43 seconds of embolization, it was noted that the catheter was very astringent when it crossed the lesion and the tube could not go through. After the examination, it was found that the catheter tube was seriously kinked and fractured. The procedure was completed with a different device. There were no patient complications reported and patient's status was stable.